Manufacturer narrative:
Final device analysis results were not availabe on the date of this report. A follow up report wil be sent when device analysis is complete.

Event description:
The hcp reported over the course to two refills the patient presented with severe spasticity, irritability, and pump reservoir volume discrepancies (the actual volumes were greater than the expected volumes although no specific amounts were reported). The patient is on liroesal 2000 mcg/ml at 750 mcg/day. Fluoroscopy was done and was negative. The decision was made to replace the pump after 48 months implant duration, in 2006. The device was returned to the manufacturer for analysis which is not complete on the date of this report. After pump replacement, the patient continued to have symptoms. The patient's new device has been set to a minimum rate and they are trying to cover the patient with oral baclofen and valium. The hcp is considering replacing the catheter, however, the patient's anatomy would require a laminectomy and family considerations are requiring the procedure to be held off. The catheter will not be replaced at this time.